Event description:
It was reported that the device had clutch drive error problems, possibly dropped and case damage. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were removed or broken. The bottom case was damaged in the left corner and the right plunger case is cracked. Error code was found in the ehl (event history log). The customer reported problem was not duplicated during the investigation. The root cause of the reported problem is unknown however, the customer induced damage to the device case. Replaced clutch halves left and right with leadscrew and spring as preventive measure. Replaced the damaged bottom of the case. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500

Manufacturer narrative:
Other text: b5: additional information received by smiths medical/ICU on 14-jun-2022 via email and attached to complaint object: no patient involvement was reported during this event.